Event description:
Covidien received information of a ht70 plus ventilator with no audible patient disconnect alarm. The device was on a patient when the event occurred. The patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported.

Manufacturer narrative:
The returned ht70 ventilator was evaluated for the reported "alarm would not sound when disconnected" issue. Visual inspection showed no anomalies. The reported issue was not duplicated during testing. (B)(4).

Manufacturer narrative:
(B)(4).